Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error test and displacement test. No excessive no delivery or battery out limit alarms were noted. The insulin pump was received with cracked case at display window

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis twice on (B)(6) 2016 with a blood glucose level of 500 mg/dl. The customer felt symptoms of nausea, weakness, and frequent urination. The customer did not mention any form of treatment for their blood glucose levels. The customer went home form the hospital the first time and experienced no delivery alarms on their insulin pump which resulted to a second hospital visit. The customer did not troubleshoot the issue. The customer returned the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.